Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported sensor lost their connection with system after exposure resulting in image lost. It is possible that the image was retaken, resulting in additional radiation exposure.